Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an occlusion alarm on the ilet while using a teflon infusion set with 23-inch tubing; tubing was inspected with no kinks or bubbles, delivery was resumed, but recurrent occlusions and elevated blood glucose led to an infusion set and supply change, after which glucose stabilized. Symptoms included hyperglycemia prior to the set change and subsequent hypoglycemia reported by the user, with a fingerstick confirming 86 mg/dl when the pump displayed 60 mg/dl; the user entered the fingerstick value into the pump. Outcomes included restoration of glycemic stability after the supply change and no hospitalization. Investigation included guided troubleshooting of the infusion set and tubing, confirmation of occlusion alarms, verification of glucose by fingerstick, and education to enter the meter value into the pump. Investigation of this case revealed an occlusion that was only resolved after changing the infusion set and associated supplies, with no defect observed in the inspected tubing and a likely transient set-related flow restriction. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set issue leading to occlusion and hyperglycemia, followed by sensor-to-meter discrepancy managed through user education and corrective action.